Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the superficial femoral artery. The 7.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however during deployment the stent jumped forward approximately 2-3cm outside of the target lesion. The procedure was completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during deployment interaction with the mildly calcified and tortuous anatomy and/or other devices resulted in a build-up of tension within the shaft lumens of the delivery system; thus resulting in a spring like release of the stent resulting in the reported malposition of device (stent jumped forward approximately 2-3cm outside of the target lesion); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, the stent was deployed in patient body and the procedure was completed with balloon angioplasty. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.